Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pod was leaking during wear. Symptoms reported include shivering, sweating and dehydration. The patient removed the pod from the infusion site, (abdomen) prior to going to the hospital. Once at the hospital the patient was diagnosed with hyperglycemia, dehydration, and congestive heart failure. The patient had tests and exams performed. The patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after 10 days. The pod will not be returned as it has been discarded.